Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR # 2134265-2017-08379. It was reported that a stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified obtuse marginal branch of coronary artery. A 2.25mm x 16mm synergy¿ drug-eluting stent was selected for use. Following placement of the 2.25mm x 16mm synergy¿ drug-eluting stent, intravascular ultrasound (ivus) pullback procedure followed and completed using the opticross¿ imaging catheter. When the physician tried to pull the opticross¿ out from the patient, the device was caught at the back side of the implanted synergy¿ stent and was unable to be removed. The physician then tried to advance the device further but failed so the imaging core was pulled out and the contrast wire was inserted and then pulled the opticross¿ out by rotating it. Furthermore, it was noted that the deployed 2.25mm x 16mm synergy¿ drug-eluting stent was insufficiently crimped on the vessel, so the opticross¿ got caught on the synergy¿ stent. After the opticross¿ was removed, it was noticed that the stent struts was lifted up. Then a balloon catheter was used to expand the 2.25mm x 16mm synergy¿ drug-eluting stent to complete the procedure. No patient complications were reported and the patient's status was stable.